Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had high blood glucose of 415 mg/dl and hasn't been eating. Customer's blood glucose at time of call was 345 mg/dl. Customer wasn't feeling well, customer experienced nausea and headache. Customer took 34 units of insulin to treat her high blood glucose. During troubleshooting, customer mentioned she took a flu shot and got sick, and customer had paralyzed colon. Customer also threw up bile. Customer mentioned she was on other medications as well. Customer was unable to finish troubleshooting due to nausea. Customer will not be returning the device for analysis.